Event description:
Boston scientific received information that this device and another manufacture's right atrial (ra) lead displayed pacing impedance measurements of greater than 3000 ohms one day post implant. The local boston scientific field representative reported that the patient was seen for a revision procedure where it was noted that the ra lead terminal pin had pulled back slightly. The lead was reinserted and set screw was secured with resulting normal impedances. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.